Manufacturer narrative:
On february 2023 orthofix srl acquired from wittenstein intens gmbh, the fitbone¿ system, for intramedullary lengthening of the femur and tibia. Therefore, orthofix srl is now managing post-market surveillance for fitbone devices, also for the ones manufactured and released to the market by wittenstein intens gmbh. The nail involved in this event was manufactured by wittenstein intens gmbh. Technical evaluation: the device involved in this event has not yet been received by orthofix srl. Orthofix srl is strictly in contact with the local distributor to have the device concerned. The technical evaluation will be performed as soon as the device becomes available. As soon as further information and/or the results of the investigation are available, orthofix srl will provide a follow up report. Orthofix continues monitoring the devices on the market.

Event description:
The information provided by local distributor indicates: - hospital name: :(B)(6). - surgeon's name: dr (B)(6). - date of initial surgery: (B)(6) 2024. - body part to which device was applied: femur. - surgery description: lengthening. - patient's information: 25-year-old, female. - problem observed during: clinical use on patient/intra-operative. - type of problem: device functional problem. - event description: the surgeon reported after the surgery that the nail worked during the table test but didn't sound after the surgery. The surgeon decided to leave it in place and wait until the first revision. On the first revision the surgeon realized that he got a retraction control unit instead of getting a distraction control set. After the patient was provided with a distraction control unit the patient stopped hearing the nail working. For this reason a new surgery with a new nail has been programmed for next week. The complaint report form also indicated: - the device failure had adverse effects on patient. - the initial surgery was completed with the device. - an additional surgery is required: to be planned. - a medical intervention (outpatient clinic) was not required. - copy of operative reports is not available. - copy of x-ray images is not available. - patient's current health condition: n/a. Manufacturer ref: (B)(4). Distributor ref: email of 9 april 2024.

Manufacturer narrative:
On february 2023, orthofix srl acquired from wittenstein intens gmbh, the fitbone¿ system, for intramedullary lengthening of the femur and tibia. Therefore, orthofix srl is now managing post-market surveillance for fitbone devices, also for the ones manufactured and released to the market by wittenstein intens gmbh. The nail involved in this event was manufactured by wittenstein intens gmbh. Technical evaluation: in relation to this event, it was returned also a receiver code 60001780, s/n: (B)(6) and four locking screws. The returned devices were examined by orthofix quality operations department. The nail and receiver, returned uncoupled, were subjected to visual, dimensional and functional check as per orthofix specification. 1. Nail code 60001468. The visual check of the nail evidenced as follows: damage of the bipolar connector, which is completely stripped (this likely occurred during nail removal). Presence of scratches along device axis. Presence of drilling signs in correspondence of the distal hole (i.e. At the tail left). The dimensional check did not evidence any anomalies. The nail and receiver have been tested according to the usual checks carried out during production. It was not possible to perform all the functional checks on the nail, due to the damaged cable. Resistance measurement. Not possible as per conditions of device return. Load test. Current absorption under load and lengthening speed under load. Not possible as per conditions of device return current absorption measurement without load application. Not possible as per conditions of device return. The cable, completely damaged, was then cut and the two poles have been separated. Despite the damage caused, the nail was functioning properly and was able to distract. 2. Receiver code 60001780. The transport locks have not been returned (white plug). No anomalies were evidenced on the receiver. In the functional check the device was tested with different loads, at different distances and in distraction/retraction mode. No anomalies were detected. The device is functioning as expected. 3. Fitbone locking screws. Only the visual check was performed as the screws were not involved in the issue reported. The visual check of the four fitbone screws returned, evidenced signs likely due to use. No other anomalies were detected. Final comments: the devices under investigation were not manufactured by orthofix, neither under orthofix specifications. The evidence collected suggest that they are conforming to wittenstein intens specifications. A total of one nail, one receiver and four locking screws have been returned to orthofix due to complained missing functionality, detected during patient treatment. The four locking screws were not relevant for the notified failure, so only a visual check was performed and no issues were found. 1) nail code 60001468. The analysis performed on the returned nail confirmed the notified issue. The nail is not functioning according to set specifications. The cable is severely damaged and completely stripped, which caused a short circuit in the motor. It is not possible to determine whether the damage was caused during device implantation or removal. The cable was then cut and the two poles were separated. Despite the damage caused, the nail was functioning properly and could distract. No other functional tests were possible, due to the damaged cable. The production records from wittenstein intens gmbh, related to current absorption and resistance, as well as performances under load with the application of defined voltage, which were conformal to acceptance criteria, lead to conclude that the device was initially conforming to specifications. This is also confirmed by the user report, i.e. The surgeon reported after the surgery that the nail worked during the table test. 2) receiver code 60001780. The functional check performed did not detect any malfunction on the returned receiver, which performs properly according to the set acceptance criteria. From the evidence collected, it is possible to conclude that the failure of the nail is likely due to the damage detected on the cable. Once the damaged part of the cable was isolated, the nail performed properly according to the expected specifications. With the information available, it is not possible to determine when the cable was damaged, after the release of the device to the market. The root cause of the damaged cable remains unknown. Orthofix continues monitoring the devices on the market.

Event description:
The information provided by local distributor indicates: hospital name: (B)(6). Surgeon's name: dr. (B)(6). Date of initial surgery: on (B)(6) 2024. Body part to which device was applied: femur. Surgery description: lengthening. Patient's information: 25-year-old, female. Problem observed during: clinical use on patient/intra-operative. Type of problem: device functional problem. Event description: the surgeon reported after the surgery that the nail worked during the table test but didn't sound after the surgery. The surgeon decided to leave it in place and wait until the first revision. On the first revision the surgeon realized that he got a retraction control unit instead of getting a distraction control set. After the patient was provided with a distraction control unit the patient stopped hearing the nail working. For this reason, a new surgery with a new nail has been programmed for next week. The complaint report form also indicated: the device failure had adverse effects on patient. The initial surgery was completed with the device. An additional surgery is required: to be planned. A medical intervention (outpatient clinic) was not required. Copy of operative reports is not available. Copy of x-ray images is not available. Patient's current health condition: n/a. Further information received: the new nail has been implanted and the lengthening started on (B)(6). The nail is lengthening properly. Manufacturer ref: 2024074. Distributor ref: email of 9 april 2024.